Event description:
Approximately one (1) year after the index procedure the patient had restenosis of a previously implanted cypher stent. The target lesion was the right posterior descending artery (rpda). The restenosis was treated by ptca only. At the time of this pci, an additional de novo, non-target vessel/lesion was treated with an additional cypher stent.